Event description:
The reporter indicated the patient died due to sudep, the death occurred "outside of the clinic", and was not felt to be related to the vns. No further information will be provided from the reporter at the request of the patient's family, and the vns device will not be returned.

Event description:
Reporter indicated that a vns patient died due to sudep. The death was not felt to be related to the vns. The date of death, patient information, and vns device information is unknown. Attempts for further information are in progress.